Event description:
Customer reported an issue with the v series monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
The unit's vps module was replaced.